Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator of a 5f exoseal vascular closure device (vcd) did not change during device withdrawal and the device came out of the body. There was no reported patient injury. The product was used in an ipsilateral antegrade approach. After backflow stopped as usual, the device was slowly pulled back. The device will be returned for evaluation.